Manufacturer narrative:
The deltaplush will not be returned, therefore the root cause of the coils failure to detach cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that during the coil embolization of an aneurysm at the left-middle cerebral artery to treat the subarachnoid hemorrhage a deltaplush coil ((B)(4)) could not be detached.a 7fr/25cm sheath introducer by unknown manufacturer, a transend (stryker), a roadmaster (goodman, 7fr), an excelsior sl-10 (stryker, 45ngled), and an okay (goodman) were used for this procedure.it was reported that the physician was unable to detach the complaint deltaplush despite pressing the detach button several times. The deltaplush was withdrawn without detaching the microcoil.the procedure was successfully completed without further issues, and there were no patient injury / complications. However, due to the event the procedure was delayed for 10 minutes.the complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to and after the event. The complained product has already been disposed. No further information is available.